Event description:
It was reported that during a total thyroidectomy, with the first device, the transection was too slow. The second device had inadequate hemostasis. Second device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.